Manufacturer narrative:
After the customer biomed confirmed normal device operation, the log files of the device were reviewed by spacelabs product specialists and software engineers. Findings identified error messages that indicate an issue with the graphic card or driver without a recurrence of the event. Performing a system restart restored the real time displayed data. This report is considered complete and this particular issue closed.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a complete report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 at 19:40, the xhibit central station froze while displaying data for telemetry patients. After a system reboot, two displays at the xhibit central monitor were blank. Performing a system reset resolved the issue. No injury was reported as a result of this event.